Manufacturer narrative:
The company device was not returned for analysis. A non company iol, company device and products were indicated. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the IFU. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation procedure, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed. Additional information was requested and received.